Event description:
It was reported the system failed to display video image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.